Event description:
It was reported the patient experienced a surging sensation and stimulation was turning off. It was noted there were no accidents, trauma, or recent medical procedures. It was further noted that movement caused stimulation to change. The reporter stated the im plantable neurostimulator (ins) was malfunctioning. It was noted the ins turned itself off and was raising the settings without the patient touching anything. It was further noted the settings rose on their own a week ago on (B)(6) 2013 and towards the end of the week on (B)(6) 2013. The reporter stated the ins started ¿doing it more frequently and escalating.¿ it was noted the ins turns off when the patient was in a vehicle or chair and that was the only time the ins turned off. It was further noted that when the patient bends over stimulation increases and then will go back down by itself or sometimes the patient will have to change stimulation. It was noted the ins was set up by a manufacturing representative and the patient had to lie on their left side, right side, and back. The reporter stated that stimulation will change when they are on their left side, right side, and back and they do not have a setting for sitting up or for a mobile position. It was noted that when the ins felt off, the patient confirmed the ins was off with the patient programmer. It was further noted the ins was located in the patient¿s lower back. The reporter stated that they felt stimulation increase on its own and when they checked the ins with the programmer, the numerical values also changed. It was noted that when the patient bent down and reached towards their shoe, ¿all three of them¿ increased on their own. It was further noted that stimulation went up with no numerical change on the programmer. The reporter stated that the settings had increased with the stimulation sensation. It was noted the patient was on program 1 at 1.00v, program 2 at 1.00v, and program 3 at 2.6v. It was further noted the patient was lying back as much as they could in their car and the programmer was not confirming the laying back position. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013 explanted: (B)(4) 2016 product type lead product ID (B)(4) serial# (B)(4): product type programmer, patient product ID (B)(4) serial# (B)(4): product type recharger product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013 explanted: (B)(4) 2016 product type lead: after review it was determined that fdc code (B)(4) should be removed and device code (B)(4) added to the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting that the patient's first implant never functioned correctly from the beginning. The patient stated it would work when they didn¿t want it to and not work when they did, and that the implant "had a mind of its own." It was eventually replaced in (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the replacement of the stimulator device resolved the issues with movement affecting stimulation and the device "having a mind of its own." The patient reported they had control of the device to the extent they were allowed to. No symptoms or further complications were reported/anticipated.